Event description:
Event description cpi received information that this ventak mini implantable cardioverter defibrillator (ICD) is emitting constant tones. Interrogation of the device gave a fault code that is was in fallback mode. The physician elected to explant the ICD.